Event description:
It was reported that during a breast biopsy procedure, the device came apart. The stainless tip of the device was delivered at the same time with the clip and remained in the breast. The pt does not want to be reoperated to remove the tip of the device. The pt does not feel any pain and the radiography performed 8 days after the event shows the clip and the foreign matter which seems to move slightly.